Event description:
Reported due to foot break found during device analysis. Report received from analysis of the perclose proglide device. The operator attempted closure of an arteritomy site following an unknown procedure. A cuff miss occurred and the device was removed from the pt's groin. There were no adverse pt reactions as a result of this incident. It is unknown how hemostasis was achieved. Although requested, no additional information has been provided.